Event description:
A piece of the metal from the tip of the bioraptor inserter was observed in the anchor post-operative. The metal piece was visualized with fluoroscopy immediately after completion of the procedure. Nothing unusual was noted during the procedure. At this time there are no plans to re-operate on the patient.

Manufacturer narrative:
Device evaluation: received one device back for evaluation. The device was visually evaluated and it was confirmed that the tourque limiter shaft was is broken. The incident report confirms that this is related to CAPA (B)(4) which has been opened to track the root cause and corrective actions.(B)(4).

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).